Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The pdrn was training a patient and discovered a leak when they opened the cassette door. The pdrn stated that there were no alarms or messages during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, kelfex (700 mg, intraperitoneal, ten days). The confirmed that despite the prophylactic antibiotics, that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient was training and did not miss any treatments.

Manufacturer narrative:
The actual sample was returned to the manufacturer for physical evaluation. During disinfection a leak was found from the cassette film. A visual inspection was performed and there was a pinhole in the film. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.